Manufacturer narrative:
Exact date unknown, event occurred three years ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was dead. The patient underwent an ipg replacement procedure wherein an MRI compatible ipg was implanted. The patient was doing well postoperatively and the explanted ipg will not be returned.